Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a distributer (dist). It was reported that the abdominal pump area became red and abscess-like symptoms were observed. It was determined to be an infection and the pump was removed and cleaned. A new pump was implanted in the contralateral side of the abdomen and administration was continued. The infection may have occurred during refill, etc., but the details were unknown because the patient had undergone refill and medical examination at another hospital. The pump was replaced on (B)(6) 2025. The event resolved. The pump was discarded.

Event description:
Information was received from a foreign distributor (for, dis) and health care provider (hcp) regarding a patient receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. The patient¿s past medical history was unknown. It was reported that the patient contacted the attending physician on (B)(6) 2025 to inform that there was redness around the abdominal pump. Infection around the pump was suspected, so the pump will be replaced on (B)(6) 2025. The pump implantation surgery was performed at this center, but the refill, etc., after that was performed at another hospital, so the details are unknown. The suspected infection around the pump was unrelated to the drug, pump, and catheter. It was unknown if the suspected infection around the pump was related to the procedure.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# hg6cn1p04 implanted: (B)(6) 2023 product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.